Event description:
It was reported that after induction, the patient developed hypoxia, hypotension, and high airway pressure. Also, a reduced air entry was noticed on one side of the chest during auscultation, and pneumothorax was later confirmed by chest x-ray.

Manufacturer narrative:
The evaluation of the transmitted log file has not given any hints of a device malfunction. In the morning of the reported date of event the atlan passed the system test including leak test without any findings. On the day in question, three procedures were performed, whereby the user confirmed that the reported event occurred during the third procedure of the day which took place 13:44:04 to 14:43:15. The log records show that a system test including leak test was performed only before the first procedure. Acc. To the IFU the self-test must be performed daily before using the device on a patient. In addition a leakage test must be carried out after replacing breathing hoses, vaporizers, soda lime or other components. For a new procedure, it is assumed that a new breathing circuit will be used for the respective patient so that a leakage test must be performed before using the device. This was not done for the case in question. At the beginning of the case from 13:44 to 14:00 the log records revealed external leakages at the patient area (e.g. Breathing hose, filter). During this time period the peep sometimes collapsed to zero due to the leakages. A relevant leakage is alarmed by the device. Finally, no hint for a device malfunction found. This was also confirmed during inspection and functional testing of the device on site. It can be concluded that ventilation partially was impaired by an external leakage which would have been detected during the leak test if it had been performed before each patient use as described in the IFU.